Event description:
It was reported that during a routine check by customer, the cs300 intra-aortic balloon pump (iabp) had a small crack on display frame. No patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was a small crack on the display frame, and that the video board connection point was damaged. The fse replaced the monitor assembly and the unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a cracked display. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.